Event description:
Per the customer report, the patient underwent coronary artery bypass grafting due to acute myocardial infarction after the bioprosthetic valve was implanted. The valve was implanted on (B)(6) 2011. In the afternoon of (B)(6) 2011, patient condition suddenly changed. Patient was diagnosed as acute myocardial infarction and emergent CABG operation was performed. After CABG, the surgeon observed the aortic valve and found a gruel-like thrombus between the aortic wall and the valve. The right coronary artery ostium was right above the sewing ring of the valve and it seemed the thrombus caused an occlusion of the right coronary artery ostium which led to the acute myocardial infarction. The surgeon removed the gruel-like thrombus and the back flow from the bypass was observed visually and also on echocardiography. The surgeon was concerned that the cause of gruel-like thrombus would be the gap between the sewing ring and the leaflet fixation site and the lack of flexibility in patient aorta and bulge of sinus of valsalva. The surgeon provided the following additional information: calcification was observed on the native valve; however, the patient did not have a medical history of thromboembolism so that no coagulopathy regime was performed. After the aortic valve replacement, heparin was administered and then switched to warfarin. The inr ration was 1.3. Post-operatively, no anti-platelet regime was performed. The thrombus was observed even during the warfarin administration. There was no indication that the right coronary artery was diseased. When asked if the thrombus extended to or from the right coronary artery, the response received stated "it was considered that the thrombus probably extended into the right coronary artery, however it was unable to determine. Normally, the aorta wall is barrel-shaped and there is a gap between the aorta wall and stent post of magna so that there is a blood flow. However this patient's aorta wall had no curve so that there was no gap between the aorta wall and stent post of magna. There was a thrombus observed between the aorta wall and the stent post of magna so it was assumed the thrombus was probably caused by the accumulation." In lieu of a translated operative report, the surgeon provided the following comments: after the valve was replaced, heparin was administrated at first. Then it was switched to warfarin. International normalized ratio (inr) was low and the value was 1.3. Patient had a touch of diarrhea so that patient had a tendency of dehydration. It was considered that one of the factor was the lost of water balance and inr was not high enough. In that condition, in the afternoon of (B)(6) 2011, patient condition was suddenly changed. Four hours later, operation was performed and the bypass was connected to the right coronary artery. Then the patient was monitored. This time, patient did not have a diarrhea or tendency of dehydration. Heparin was administrated extra this time. Due to the extra heparin, activated clotting time (act) was high as 300 and the patient tended to bleed so that it caused a cardiac tamponade. Two days after the CABG, on (B)(6) 2011, the chest was reopened to stop bleeding. The patient is in ICU now. Patient condition is well however, [he] is worried about the blood clot and still monitoring the patient.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: a device history record review is in progress. The device will not be returned as it remains implanted.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, the occlusion was the result of thrombosis, the cause of which has not been conclusively determined. The device remains implanted and there has been no change in status of the patient reported by the customer. Without sufficient information from the health care provider, we are unable to determine the root cause of this event.

Event description:
Reportedly, the device was explanted after 1 week due to thrombus that occluded the rca. Per the customer report, the patient underwent coronary artery bypass grafting due to acute myocardial infarction after the bioprosthetic valve was implanted. The valve was implanted on (B)(6) 2011. In the afternoon of (B)(6) 2011, patient condition suddenly changed. It was diagnosed as acute myocardial infarction and emergent CABG operation was performed. After CABG operation, customer observed the aortic magna valve and found a gruel-like thrombus between the aortic wall and valve. The right coronary artery ostium was right above the sewing ring of the valve and it seemed the thrombus caused the occlusion of right coronary artery ostium which led the acute myocardial infarction. Customer removed the gruel-like thrombus and the back flow from the bypass was observed visually and also on echocardiography. The surgeon was concerned that the cause of gruel-like thrombus would be the gap between the sewing ring and the leaflet fixation site and the lack of flexibility in patient aorta and bulge of sinus of valsalva. Device remained implanted and will not be returned for evaluation. Report only. No customer letter required. ((B)(6) 2011 additional information: it was reported that magna 3000j19 was implanted for cardiovascular surgery to correct aortic valve disease on (B)(6) 2011).